Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance issues were encountered. C/8 = 807 ohms; c/9 = 807 ohms; c/10 = 1,034 ohms; c/11 = 1,236 ohms. Bipolar 8 and 9 were 33 ohms. Programmed p1: c+10- and p2: c+9-. Therapy impedances were 974 ohms and 812 ohms. No further details, pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.